Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the pump¿s keypad buttons were under-responsive. In addition, it was reported that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: during investigation, the pump did not power on due to moisture. There was moisture observed behind the display lens. The complaint of unresponsive keypad buttons was not able to be tested due to moisture in the pump. A leak test revealed a leak from a crack in the pump case between the display lens and case seal. The keypad was removed and there was no evidence of damage or contamination on the button contacts. The pump case was opened and there was moisture found on the printed circuit board and the keypad connector. (B)(4).